Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised on an unknown day due to a periprosthetic fracture of the femur. Sales rep stated that the stem was a zb product and the patient was revised with competitor devices. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs identified the following : periprosthetic fracture involving the lateral cortex of the proximal femoral diaphysis. Possible malposition of the acetabular cup with vertical orientation was observed. However, it is unknown if the cup is a zimmer biomet product. No further evaluation could be performed with the image provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.